Event description:
It was reported a filter did not appear to open completely following deployment via a left femoral approach and immediately migrated to the pulmonary artery. An attempt to retrieve the filter via the jugular approach with a guidewire was unsuccessful. The pt was transferred to another facility where the filter was surgically retrieved and another filter was successfully placed. The pt was placed on a ventilator, which pt is currently being weaned off of. The pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. Co followup revealed this pt had a nervous twitch in the left leg which resulted in difficulty encountered during advancement of the carrier. Following deployment of this filter, placement of a second filter through the same introducer sheath was attempted. The filter deployed in the sheath and the filter and sheath were removed from the pt as a unit. Following removal of the sheath and filter, numerous kinks were located in the sheath. It was indicated that a pre-placement cavogram was not performed prior to filter placement. It could not be confirmed if continual flushing of the carrier system during the implant procedure was performed. In addition, the route of insertion was left femoral. Co believes these factors, as well as the pt's twitch, may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter properly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release. Do not attempt a left side insertion unless all other attempts are impossible. Sheath kinking or insertion difficulties may result due to tortuous left-sided anatomy. This product is designed for right sided insertion via either right internal jugular or right femoral vein."